Event description:
(B)(4). Baxter colleague IV pump failure while in use on pt. No harm to pt. Service history indicated error code 803.07 which is residue in the tubing channel, possibly blue slide clamp. Channel was cleaned out. Ran functional test okay with no error codes. Returned to service. (B)(4).